Event description:
A phone call was made to the customer in order to address a concern of insulin over delivery. Spoke with the customer, and he felt that the insulin pump was giving him too much insulin. The customer also felt that the sensor glucose and blood glucose readings were not correct. The customer is using the bolus wizard feature, but stated that he sometimes puts "0" for his carbohydrates out of fear that the unit will over deliver. The customer also stated that he can give himself a manual injection and lower his blood glucose to the desired amount, but when using the bolus wizard, his blood glucose goes low. The customer was unable to troubleshoot or provide specific instances of over delivery, but he stated that he programmed the bolus wizard settings himself, without the help of his hcp. Advised the customer of the possibility that the settings are not correct. Advised the customer to call back at his convenience in order to properly troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.